Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received: one perfusor space, 8713030, serial no.: (B)(6) and software version 688n030004. History analysis: no entries of an infusion was found on the day of occurrence (2026-03-11). The last infusion was found on 2026-03-17. Also, the device alarm 1111 (kup active reset) was found in the alarm history. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the perfusor space, all cover caps on the screw pillars on the lower housing part were available and undamaged. A production or technician seal on the lower housing part was missing. The pump was in a clean state and no damage was found. Functional inspection: the functional test was performed with a battery pack of the service repair shop. The device passed the self-test with a positive result. A syringe (type ops 50ml) was inserted. The device recognized the syringe and it was possible to select the syringe type in the pump menu. It was possible to put the pump in operation. A long-term test about 24 hours was performed. An ops 50ml syringe was inserted and the infusion started with a rate of 2ml/h. During the infusion, no malfunction could be detected. A battery test, according to the technical safety check, was performed. No malfunction could be detected. The device was disassembled for internal investigation. No damage or soiling could be found. The defect could not be confirmed. Summing up all tests, the perfusor space operated within our specification. The reported issue could not be reproduced. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k172831, k191910.

Event description:
According to the complainant: "the patient was on continuous insulin infusion with a syringe pump. Started to wonder when the blood sugar level just kept rising. Noticed that the syringe pump display was dark and the plunger pusher was not working. Removed the pump from the station and replaced it with a new one"